Event description:
This lead was removed and replaced because there was no capturing. There were no additional adverse patient side effects reported. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was cut approx. 13.5 cm distal to the is-1 connector pin. Both lead segments were returned and subjected to an extensive analysis, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the distal lead fragment. The insulation was found rubbed through in the proximal area as well as in the distal area of the lead body. In the distal area the conductor cable to the ring electrode was found fractured. These damages can be considered as the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics of this damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The rubbed through insulation in the proximal area most likely occurred as the result of interaction with a nearby lead. Regarding the insulation damages in the distal area of the lead significant motion in the region of the tricuspid valve and interaction with modified tissue. Diagnostic images clarifying this assumption were not available. Further investigations revealed deformed shock coils which most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.